Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 an eye care provider (ecp) called to report a patient (pt) was diagnosed with bacterial conjunctivitis ou while wearing the 1-day acuvue moist multifocal lenses three times after treatment, then returning to contact lens wear and restarting make-up. The ecp reported seeing the pt on (B)(6) 2017 and the pts eyes were fine and the pt had not been wearing make-up or contact lenses. The pt returned to contact lens wear and make-up after the ecp appointment. The ecp indicated that 2 days after the pt resumed contact lens wear and make-up, the pt again developed red eyes, crusting and mucopurulent discharge. The pt was seen in the ecps office on (B)(6) 2017 and diagnosed with the third event of bacterial conjunctivitis ou. The pt was prescribed besivance ou tid for 7 days, no contact lens wear and no make-up products for two weeks and is requiring follow-up in the office. The ecp also reported that the pt was advised to discard the suspect lenses, make-up, and contact lens cases. The ecp reported that he/she didn¿t think the pt wore the lenses for more than one day or sleep in the lenses. No additional medical information was received. On (B)(6) 2017 the ecp reported that the pt had tried three pair of trial lenses. No additional medical information was provided. The two additional bacterial conjunctivitis ou events will be submitted in separate reports. No additional medical information was received and no additional medical information is expected. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1562760101 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.